Event description:
The following has been reported: customer reporting the device is due for a pm. He/customer also having issues with IV pump overdue for its factory pm. During the IV pumps pm, the measured average flow rate failed at: 94.94 ml/hr. Also during pm, the measured volume failed at: 23.53 ml. Please repair/calibrate defective IV pump. Additional info from fresenius kabi us service: received pump (B)(6). Device due for preventive maintenance. Replaced battery pack and membrane. Flow rate and pressure sensors required calibration. New pm due date is 05/092027. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.